Event description:
The two chiller units did not maintain the temperature set point. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
The two chiller units had used up the thermal exchange gas. These chillers were replaced and the laser system returned to work. We are unaware about delay in treatment or pt injury.